Manufacturer narrative:
(B)(4).

Event description:
The consumer reported he stopped feeling stimulation on the day prior to the report. He tried using the implantable neurostimulator recharger (insr) to charge but the insr screen was blank and it was beeping. When the insr was plugged into the power source it charged. The insr was reset and the reset resolved the issue. The insr was working. During the time of the call, the patient programmer showed the informational screen that the implantable neurostimulator (ins) battery was low. It was suggested to charge the ins and then turn the ins back on. Additional information received from the consumer reported the patient's activity level was up and for some reason it stopped working. To resolve the blank recharger screen and not feeling stimulation, the patient called the manufacturer. The issue was resolved. Relevant medical history included spinal pain.